Manufacturer narrative:
Sensor 0m000ed52c4 has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was removed and the plug assembly was inspected, no issues observed. Sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer received a ¿replace sensor¿ error message on the adc freestyle libre sensor after 7 days of wear. The customer was treated with unspecified dose of insulin and consequently experienced symptoms of loss of consciousness and seizure. An ambulance was called and the customer was treated with intravenous glucose, orange juice, and pasta. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer received a ¿replace sensor¿ error message on the adc freestyle libre sensor after 7 days of wear. The customer was treated with unspecified dose of insulin and consequently experienced symptoms of loss of consciousness and seizure. An ambulance was called and the customer was treated with intravenous glucose, orange juice, and pasta. No further treatment was reported. There was no report of death or permanent impairment associated with this event.